Manufacturer narrative:
Product analysis: battery contact was found to be contaminated. Main printed circuit board (pcb) was found to be out of electrical specification. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned from loan, and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.